Event description:
A patient reported blood glucose results of 12.4 mmol/l and 8.4 mmol/l with a lifescan meter, performed within 10 minutes of each other.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.